Manufacturer narrative:
No button error alarm occurred during failure analysis. Failure analysis also found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners. Numbers did not ramp up on its own or scrollbar moving with no input.

Event description:
The customer reported via phone call that the numbers on the insulin pump were ramping up when attempting to bolus. Customer also reported receiving a button error alarm when the battery was replaced. The customer's blood glucose was around 100 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.